Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter included in the wayne pneumothorax tray had been misplaced in the subcutaneous tissue and not in the pleural space as intended. This was discovered during an x-ray after the procedure had been completed. No unintended section of the device remained in the body of the patient. Additional information regarding event details has been requested, but is currently unavailable.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: h6 - annex a investigation ¿ evaluation cook became aware of an event on 16mar2022 upon being notified by (B)(6) medical center (united states). An issue was reported with the device from a wayne pneumothorax set for seldinger placement (c-utpty-1400-wayne-112497-imh, lot: unknown). The customer reported that the device ended up in the subcutaneous tissue and not in the pleural space. The placement was noted during an x-ray after the procedure was completed. It is unknown if the device was removed in another procedure, or it was replaced. It is also unknown if the event caused any adverse effects to the patient. Reviews of the documentation, including the complaint history, instructions for use (IFU), manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be reviewed due to the lack of lot information from the facility. The sales history for this customer was reviewed and the complaint lot was unable to be identified. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: precautions: ¿this product is intended for use by physicians trained and experienced in the treatment of a pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed.¿ instructions for use: ¿6.advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ evidence gathered upon review of dmr does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product, and the results of our investigation, it was concluded that this was an adverse event related to the procedure. It is possible that the patient¿s anatomy contributed to the difficulties, but cook is unable to confirm this. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h10.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. After further review of the reported failure, it was determined that this event is not reportable. The device was not placed in the correct location. No device failure was reported, and the investigation found no device problem. Additionally, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. A detailed search of complaint history revealed that previous similar events that resulted in an adverse event for the patient were related user error/procedural events with no device malfunction. As such, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.